Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom does not recognize closed door as a door not fully latched message. Evaluation determined the cause to be an upper link switch separated from the upper auxiliary flex. The upper auxiliary assembly was replaced to correct this condition.

Event description:
It was reported that a spectrum pump would not recognize a closed door. It was also reported that there was no patient injury.